Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days after the onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, route, frequency and duration were not reported) and meropenem injection (250mg, route, frequency and duration were not reported) for the event. Five days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.